Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two single use instruments. Visual inspection of the first instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Functional evaluation of the first instrument found no abnormalities. Visual evaluation of the second instrument found a small crack on the distal tube housing near the unload button. Functional testing of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoid colectomy. The first reload was loaded and fired with no issues but it was difficult to remove. The second reload was difficult to load. While firing on the sigmoid colon, the surgeon began to fire and heard crack but continued firing. After examining the reload, the knife did not appear to move forward but they believed staples were deployed. The reload was not able to be opened. They disengaged the reload from the handle and a new handle was connected. This time knife blade moved forward to distal tip but could not be retracted and reload was stuck on tissue. Surgeon ended up placing an adjacent trocar and firing another stapler around to remove reload that was stuck on tissue. After examination, handle has "l" shaped crack near reload side, and reload was damaged. There was unanticipated tissue loss and damage. The surgery time was extended 30 minutes and more due to the device issue. Patient is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first instrument noted evidence on the firing rod that the loading unit was not engaged properly when loaded. Functional evaluation of the first instrument found no abnormalities. Visual evaluation of the second instrument found a small crack on the distal tube housing near the unload button. Functional testing of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.